Event description:
One touch ultra meter had damaged test strip port. This issue was not resolved with troubleshooting. There was no medical intervention or adverse event reported. No further clinical info was provided.